Manufacturer narrative:
The expanded evaluation stated that resistance across the wire harness from the connector to the positive bracket terminal assembly was 4.4 which could cause heat increase, which then in turn could cause the melted positive terminal.

Event description:
Dealer states the rear battery terminal harness got over heated and part of it melted.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the rear battery terminal harness got over heated and part of it melted.